Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this patient with a 27mm pericardial mitral valve implanted for nine (9) years and three (3) months, underwent valve-in-valve procedure due to mitral stenosis and mitral regurgitation. The tmvr was performed with a 29mm edwards transcatheter heart valve with great outcome. No other details were provided.

Event description:
Edwards received information a patient with a 27mm 6900ptfx mitral valve implanted nine (9) years and three (3) months, underwent valve-in-valve procedure due to severe mitral stenosis and mitral regurgitation. The tmvr was performed with a 29mm 9600tfx transcatheter heart valve. Post valve deployment, tee showed that there was a mild perivalvular leak. Post procedure, the patient was transferred to the csicu. The patient was discharged on pod #11.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.